Event description:
The bolt sheared at the junction of the stem and thread. This caused the bolt to fall into the knee and it was removed via osteotomy. But the stem/component then started to move apart, resulting in revision.